Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device is failing calibration for etco2.

Manufacturer narrative:
Correction: added statement regarding no patient involvement.

Event description:
The customer reported the device is failing calibration for etco2. There was no report of patient involvement.